Event description:
Healthcare professional reported after injection with juvederm in the lips pt developed "excessive swelling". Pt reported to the emergency room where they were met by the injecting healthcare professional. Pt was prescribed "steroids", swelling lessened but did not resolve before the pt left the emergency room. Pt is currently traveling abroad and is not accessible for f/u on current status.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications, juvederm ultra xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkle and folds (such as nasolabial folds). Precaution: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most case, edema resolved within a day to a month.